Event description:
It was reported that when the patient's stimulation is turned on she cannot eat or go to the bathroom and can hardly walk. She was admitted to the hospital. Her physician believes it may be caused by her device. Further information is being requested from the hcp.